Manufacturer narrative:
Follow-up # 1 date of submission 1/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/11/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there were no intermittent conditions found on keypad flex connector. The keypad connector latch was secure. The investigation was unable to duplicate the initial complaint about under responsive ¿ok¿ keypad button. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016,, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.